Event description:
The customer reports: PICC in a patient for a few weeks started leaking/coming apart at the connection of the white hub and the clear extension. No harm to the patient, easily swapped out.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of adhesive residue was observed on the extension line. After failing functional testing , a small hole was observed on the proximal extension line directly adjacent to the luer hub. The damage is consistent to molding issues seen in other PICC catheter extension lines. The proximal extension line outer diameter measured .0965", which is within the specification limits of .093"-.097" per the catheter extrusion graphic. The proximal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the catheter extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize both extension lines. Water was observed leaking out of the hole on the proximal extension line. No leaks were observed on the distal extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the proximal luer hub. The appearance of the damage was consistent with a manufacturing related root cause. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint investigation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#1900077022.

Event description:
The customer reports: PICC in a patient for a few weeks started leaking/coming apart at the connection of the white hub and the clear extension. No harm to the patient, easily swapped out.